Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the root cause of this event cannot be determined with the available information. The valve is not available for analysis, as it remains implanted in the patient. The stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards pericardial aortic valve, implanted approximately seven (7) years and six (6) months, was treated via valve-in-valve intervention due to aortic stenosis. No other details provided.

Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Often, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes.

Event description:
Edwards received additional information that seven (7) years, six (6) months post-implantation of this 19 mm bioprosthetic aortic heart valve, a transcatheter valve was deployed (valve-in-valve) due to severe aortic stenosis and regurgitation. Per obtained information, the patient presented with worsening chest pain, shortness of breath, and fatigue. A 23 mm transcatheter valve was implanted and there was a mild gradient and minimal regurgitation post-deployment. There were no complications and the patient was transferred to the coronary intensive care unit in stable condition and was later discharged home on pod #2.